Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inquirer stated that after patient got back from computed tomography (CT), the arctic sun device has been alerting temperature probe out of range. Nurse had placed a new rectal probe. Had nurse disconnect and reconnect core temperature probe and temperature probe cable. Still alerting. Had stop therapy, turn off device, unplug, wait 30 seconds, plug into wall outlet, turn on. The probe registered on the bedside monitor. Advised with that alert to verify probe placement, verify plugged into correct patient temperature 1 position, flex temperature cable and ensure it was not going out. Cable might need to be replaced. Biomed should had some in stock.

Event description:
It was reported that the inquirer stated that after patient got back from computed tomography (CT), the arctic sun device has been alerting temperature probe out of range. Nurse had placed a new rectal probe. Had nurse disconnect and reconnect core temperature probe and temperature probe cable. Still alerting. Had stop therapy, turn off device, unplug, wait 30 seconds, plug into wall outlet, turn on. The probe registered on the bedside monitor. Advised with that alert to verify probe placement, verify plugged into correct patient temperature 1 position, flex temperature cable and ensure it was not going out. Cable might need to be replaced. Biomed should had some in stock. Per follow up information received via phone on 04dec2023, it was reported that therapy was completed on the large, middle age male patient without any impact. Patient pulled out their esophageal tube, so it was inserted rectally. After the CT scan, it was discovered that the rectal probe was dislodged. The device was not sent to biomed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.